Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: completely came out of tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fibroids. Concomitant products included amitriptyline since 2005, atorvastatin since 2008, duloxetine hydrochloride (cymbalta) since 2018, levothyroxine since 2000, omeprazole since 2008, quetiapine since 2015, ranitidine since 1999 and sucralfate since 2008. In 2004, the patient experienced eczema ("rashes or skin conditions type: eczema"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal bleeding non stop") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary bladder infection"). On an unknown date, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with antibiotics and topiramate. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, eczema, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, fatigue, alopecia, abdominal pain, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: currently planning for essure removal? Yes: will be getting a full hysterectomy. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. This case is incident now. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary bladder infection, malposition of essure device location of device: completely came out of tubes, rashes or skin conditions type: eczema, bladder or urinary problems or changes, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, hair loss, abdominal pain, pelvic pain, cramping, plaintiff did not underwent essure confirmation test were added. Concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('malposition of essure device location of device: completely came out of tubes'). In a 46-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not underwent essure confirmation test". The patient's medical history included: fibroids. Concomitant products included: amitriptyline since 2005, atorvastatin since 2008, duloxetine hydrochloride (cymbalta) since 2018, levothyroxine since 2000, medroxyprogesterone acetate (depo provera), omeprazole since 2008, quetiapine since 2015, ranitidine since 1999 and sucralfate since 2008. In 2004, the patient experienced eczema ("rashes or skin conditions type: eczema") and nausea ("nausea"). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal bleeding non stop") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary bladder infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with antibiotics, topiramate and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, dyspareunia, cystitis, eczema, bladder disorder, urinary tract disorder and headache outcome was unknown. The pelvic pain, abdominal pain, migraine, fatigue and alopecia was resolving. The vaginal haemorrhage and menorrhagia had resolved. And the nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was planning for essure removal. She would be getting a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: events outcome updated, essure removal date added, concomitant drug added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: completely came out of tubes') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fibroids. Concomitant products included amitriptyline since 2005, atorvastatin since 2008, duloxetine hydrochloride (cymbalta) since 2018, levothyroxine since 2000, medroxyprogesterone acetate (depo provera), omeprazole since 2008, quetiapine since 2015, ranitidine since 1999 and sucralfate since 2008. In 2004, the patient experienced eczema ("rashes or skin conditions type: eczema") and nausea ("nausea"). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal bleeding non stop") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary bladder infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with antibiotics, topiramate and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, dyspareunia, cystitis, eczema, bladder disorder, urinary tract disorder and headache outcome was unknown, the pelvic pain, abdominal pain, migraine, fatigue and alopecia was resolving, the vaginal haemorrhage and menorrhagia had resolved and the nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was planning for essure removal, she would be getting a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : events outcome updated, essure removal date added, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: completely came out of tubes') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fibroids. Concomitant products included amitriptyline since 2005, atorvastatin since 2008, duloxetine hydrochloride (cymbalta) since 2018, levothyroxine since 2000, medroxyprogesterone acetate (depo provera), omeprazole since 2008, quetiapine since 2015, ranitidine since 1999 and sucralfate since 2008. In (B)(6) 2004, the patient had essure (ess205) inserted in 2004, the patient experienced eczema ("rashes or skin conditions type: eczema") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal bleeding non stop") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary bladder infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with antibiotics, topiramate and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower, dyspareunia, cystitis, eczema, bladder disorder, urinary tract disorder and headache outcome was unknown, the pelvic pain, abdominal pain, migraine, fatigue and alopecia was resolving, the vaginal haemorrhage and menorrhagia had resolved and the nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was planning for essure removal, she would be getting a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: completely came out of tubes, essure coil embedded in myometrium'), embedded device ('essure coil embedded in myometrium') and device expulsion ('essure coil embedded in myometrium') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fibroids. Concomitant products included amitriptyline since 2005, atorvastatin since 2008, duloxetine hydrochloride (cymbalta) since 2018, levothyroxine since 2000, medroxyprogesterone acetate (depo provera), omeprazole since 2008, quetiapine since 2015, ranitidine since 1999 and sucralfate since 2008. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced eczema ("rashes or skin conditions type: eczema") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal bleeding non stop") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: urinary bladder infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with antibiotics, topiramate and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, device expulsion, abdominal pain lower, dyspareunia, cystitis, eczema, bladder disorder, urinary tract disorder and headache outcome was unknown, the pelvic pain, abdominal pain, migraine, fatigue and alopecia was resolving, the vaginal haemorrhage and menorrhagia had resolved and the nausea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device dislocation, device expulsion, dyspareunia, eczema, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was planning for essure removal, she would be getting a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: medical record received: event " essure coil embedded in myometrium" was added. Reporter information was added. On 9-jan-2020: incorrect source document attached. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.